Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-03700/03703).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, damage to bone/tissue and elevated metal ion levels. It was further alleged that a right hip revision procedure occurred on (B)(6) 2010 and that a left hip revision procedure occurred on (B)(6) 2011. Patient's legal counsel further reported alleged tissue consistent with metal reaction that was noted during the revision procedure. A review of invoice history confirmed all surgery dates, but that the initial right hip arthroplasty took place on (B)(6) 2008. Invoice history suggests the acetabular cups, modular heads and taper inserts were removed and replaced with competitor acetabular components and biomet ceramic heads during both revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.